Event description:
During troubleshooting for a check lines and bags alarm, a home patient reported a drain volume of 3819ml in drain 2/5 following a fill volume of 2000ml. These volumes meet the criteria for increased intraperitoneal volume (iipv). Unit was returned for evaluation. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B) (4).